Event description:
It was reported that cartridge alarms occurred with consecutive cartridges and that cartridge alarm 20 recurred even after attempting to load a new cartridge using proper technique, preventing resumption of insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged a replacement pump, confirmed shipping details, instructed customer to place problematic pump in storage mode and return it with a prepaid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor to replacement pump.